Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 259 mg/dl. Customer traveled abroad on a plane prior to receiving the alarm. Customer took out the battery to see if the pump would rest, but it did not work. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.